Event description:
Affiliate reported that the patient's ventricles became enlarged and therefore, the pressure was adjusted. Since the patient's condition did not improve after the adjustment, the device was revised. The patient was said to be in stable condition.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was tested and the valve was found to be fully functional. The complaint reported by the customer could not be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.